Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv3358 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "during a PICC placement procedure a hair was found in the sterilized tray. Was the product be used on a patient? We opened it to start to use a patient but found the hair prior to any use. Was there any patient harm reported? No. The product was opened and discarded. It was not used on a pt.